Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose level above 200 mg/dl, 250 mg/dl. The customer did not do troubleshooting for high blood glucose because customer completed high, troubleshooting for hospitalized. The customer was treated with insulin pump for high blood glucose. The device will not be returned for analysis.